Event description:
The customer reported that the device did not alarm at the central station during a pt's flat-line event.

Manufacturer narrative:
The customer reported that an asystole alarm did not sound at the central station. The pt was successfully resuscitated. We will consider this to represent a serious injury. The customer stated that the monitor tech was sitting there and saw the rhythm and staff immediately went to the room; therefore, there was no delay in response. Post incident testing by the hospital biomed found the device operating normally and logs and strips provided to phillips showed that inops were given during ECG artifact and ECG "leads off" and asystole alarms and pause alarms were provided when the ECG rhythm met the alarm criteria. The available info does not support that a product malfunction occurred. No further investigation or action is warranted.